Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited noise and oversensing that appeared to be non physiological noise. An alert for a high out of range high shock impedance measurement was observed. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent an electrode revision procedure in which during fluoroscopy, a fracture was identified. This electrode was explanted and replaced with a new electrode, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and determined the fracture was located approximately 327mm from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. (B)(6) 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode exhibited noise and oversensing that appeared to be non physiological noise. An alert for a high out of range high shock impedance measurement was observed. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent an electrode revision procedure in which during fluoroscopy, a fracture was identified. This electrode was explanted and replaced with a new electrode, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited noise and oversensing that appeared to be non physiological noise. An alert for a high out of range high shock impedance measurement was observed. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This electrode remains in service. No adverse patient effects were reported.